Event description:
It was reported that the temperature sensing foley catheter was slipped out and had a leak in the balloon. Per additional information received via email on (B)(6) 2022, customer stated that there was no patient impact and product sent for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. An amber 3-way foley catheter was returned with the drainage bag, tubing and sample port connector. No visual defects were noted on the returned catheter. Using a luer lock syringe the catheter was inflated with 10cc di water, water began to leak from the catheter drainage eye upon inflation, preventing the balloon from being fully inflated; lumen to lumen leakage would be the cause of this leakage. The device does not meet specifications. A potential root cause for this event could be, "operator error". The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling/packaging review was not required as a review of the label could not have prevented the reported event. Corrections: d,f,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the temperature sensing foley catheter was slipped out and had a leak in the balloon. Per additional information received via email on (B)(6)-2022, customer stated that there was no patient impact and product sent for evaluation. Per additional information received via sample form on (B)(6)2022, it was stated that the foley catheter was slipped out. The catheter was tested and a hole was found in the balloon.